Event description:
Reference number (B)(4). Event occurred in france. It was reported that patient faced vomiting on walking and hypoglycemia event on (B)(6) 2024. The blood glucose level was 3.97 mg/dl and blood sugar ketone was 3.21 mmol. The patient treated with correction via pump. No further information available.

Manufacturer narrative:
Correction: this MDR is being submitted to correct the submitted manufacturing date under h4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary - complaint investigation results: electronic quality management system (eqms) search a query was run in the eqms on 16-dec-2025 against "lot number 6005441 and similar malfunction code(s): issues with the infusion set either prior to use, during use or upon removal. Only use if a specific malfunction cannot be determined and no description about failure type., infusion set broken, damaged, or defective. Prior to use. (E.g., found a failure directly in the package), component defect- malfunction code not on list the review confirmed that lot 6005441 and the identified failure mode are not associated with any ncrs or corrective and preventive action (CAPA)s of the same or similar nature. Non-conformance (nc) (B)(4) related to training & competence and is not associated to reported issue on this complaint. Similar complaints search a query was run in the eqms on 16-dec-2025 against "lot number" criteria equal 6005441 and similar malfunction codes issues with the infusion set either prior to use, during use or upon removal. Only use if a specific malfunction cannot be determined and no description about failure type., infusion set broken, damaged, or defective. Prior to use. (E.g., found a failure directly in the package), component defect- malfunction code not on list. The count of complaint is 1. The complaint number is (B)(4). Device history record (DHR) review the lot 6005441 was manufactured according to the work instruction (wi) version 110 and manufactured in the inset 1 on 02/feb/2024 with a total of (B)(4) units. The device history record (DHR) was reviewed in accordance with applicable procedures. All required in-process and final tests were completed and met specified requirements. No deviations were identified, and no maintenance events were recorded that relate to the complaint code. Visual test according to wi version 3.0 on reference samples, 3 samples out 3 samples passed the test. Functional flow test 1 according to wi version 2.0 on reference samples, 3 samples out 3 samples passed the test. Functional leak test 2 according to wi version 2.0 on reference samples, 3 samples out 3 samples passed the test. Conclusion: DHR review supports compliance with manufacturing and quality requirements; no issues noted. Visual evidence review: no photo was provided to support visual confirmation of the reported issue. Conclusion: unable to perform visual verification; assessment based on available documentation only. CAPA determination assessment - conclusion summary of complaint investigation: based on the investigation, no further investigation is required. The record will be closed and monitored through tracking and trending per wi (monthly trips and alerts). Conclusion summary of complaint investigation: as a result of the following a comprehensive review was conducted, including eqms queries, similar complaint searches, device history record review, visual evidence assessment, and CAPA determination. No ncrs or capas of the same or similar nature were found for lot 6005441 and related malfunction codes for issues with the infusion set one complaint was identified for this lot, but no trend or systemic issue was detected. The manufacturing records confirmed that the lot was produced in compliance with all requirements, with no deviations or maintenance events noted. No photo evidence was provided, so the assessment was based on documentation only. Based on these results, no manufacturing or quality issues were identified, and no further investigation is required. The record will be closed and monitored through routine tracking and trending.

Event description:
To date no additional patient or event details have been received.